Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling of stomach in a sleeve gastrectomy, the powered stapler firing did not fire after going half way. This turned a very straight forward case to a challenging one. Surgeon had to switch over to the manual one which also misfired. Surgeon replaced the device to resolve the issue. No patient injury.